Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Section a: specific patient information and device serial number are documented as unknown. Request for this information has been made. Device was implanted at time of event. B3: date of event has been entered as 01jan2021 as patients were implanted between 2015 and 2021. Date of death was estimated as date of event d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Uppalapati, l., et al. (2025). Outcomes in heart mate 3 recipients with pre-existing atrial fibrillation. Journal of the american college of cardiology, 85(12), 1378. Https://doi.org/10.1016/s0735-1097(25)01862-5.

Event description:
It was reported through the article 'outcomes in heartmate 3 recipients with pre-existing atrial fibrillation' that a retrospective study was done from a single center from 2015 to 2021 that included 54 patients who were implanted with heartmate 3; 25 patients had no prior atrial fibrillation (af) and 29 had af prior to implant. Post-implant atrial fibrillation (poaf) incidence was 28% in the pre-implant atrial fibrillation praf group and 31% in those without praf (p=0.81). There was no difference in time to poaf onset (hr 1.06, p=0.92) or 5-year survival (hr 1.29, p=0.58) between groups. 6 patients were transplanted, 2 that had no praf and 4 that had praf (p=0.5). 22 patients passed away, 8 that had no praf and 14 that had praf (p=0.23).

Manufacturer narrative:
Section e3: occupation corrected. Manufacturer's investigation conclusion: a specific cause for the patient deaths could not be conclusively determined through this evaluation, and a direct correlation with the heartmate 3 left ventricular assist system (lvas) could not be conclusively established. No devices were returned for this evaluation. The device serial numbers were not provided and were unable to be determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.